Event description:
During a lap nissen procedure, the tissue being divided had a blackened appearance. The instrument was inspected and the tissue pad was found to be missing and was later found on the drape. Procedure completed with another instrument with no pt consequence.